Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The broken tube reinforcement ring was returned with the monopolar curved scissors tip cover accessory; however, as mentioned above, the monopolar curved scissors instrument was not returned. Visual inspection found that the returned tube reinforcement ring was broken. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the black ring on the monopolar curved scissors instrument was noticed to be broken. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The lot number of the instrument was not provided.